Event description:
The customer was driving the unit when the left drive wheel came off. No injury reported.

Manufacturer narrative:
Eval anticipated, but not yet begun. A follow-up report will be submitted upon completion of investigation.